Manufacturer narrative:
The accu-chek inform ii meter + rf serial numbers are (B)(6). Controls were ran and passed on both meters. The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable accu-chek inform ii test strips glucose results with an accu-chek inform ii meter + rf. The initial result at 8:06 pm was 356 mg/dl. The result at 8:07 pm was 175 mg/dl. The result at 8:10 pm was 218 mg/dl. The result at 8:19 pm was 381 mg/dl from a second inform ii meter. The result at 8:21 pm was 187 mg/dl from a second inform ii meter. The result at 8:37 pm was 127 mg/dl from the lab. The unit believed the lab result to be correct. The patient was not treated based on the other results. The patient has been discharged, and there was no bodily harm or injury to the patient. They were unsure if the same finger was used for the back-to-back comparisons. They were also unsure which hand the blood came from and which arm the IV was placed in.

Manufacturer narrative:
No customer material was received in order to carry out a substantial investigation; therefore, the investigation determined that no product issue was found.